Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) for an atrioventricular nodal reentrant tachycardia (avnrt). Technical services (ts) reviewed the episode and noted that the patient's intrinsic rate reached the maximum tracking rate, which caused the atrial beats fall into post-ventricular atrial refractory period (pvarp). The device began to inappropriately provide pacing for the atrium. The atrial pacing caused the intrinsic right ventricular (rv) beats to fall into the blanking period, as well. In turn, the device begins inappropriately pacing for the ventricle. Ts noted it could not be confirmed if the inappropriate pacing was caused by the arrhythmia. The arrhythmia was converted with atp. Ts provided programming options. The device remains in use. No adverse patient effects were reported.